Manufacturer narrative:
Further evaluation of the device determined that the assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was documented in the previous medwatch report that the assignable root cause of the device operating automatically with or without connecting the hand switch device or the foot switch device was normal wear. Further investigation was performed and it was determined that the handpiece did run by itself. It was noted that there was a control unit defect. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device started immediately after turning from "lock" to "forward / reverse" without actuating the lever or the foot pedal. It was further determined that the speed could not be changed, and only one speed was possible. It was noted that there were no signs of wrong reprocessing or indications that the device had fallen to the ground. It was further determined that the device failed pretest for check function for direction of rotation, check function with test hand switch, and check function with foot pedal. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the electric pen drive device operated automatically with or without connecting the hand switch device or the foot switch device. It was reported that the issue still occurred even when the motor was adjusted to forward or reverse during the installation. It was reported that the event occurred before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.